Manufacturer narrative:
The incident information and analysis of the returned device was performed. The returned device analysis found that the delivery catheter (dc) handle distal block bond was noted to be broken. The reported unintended movement, physical resistance and difficult gripper actuation could not be replicated in the testing environment due to the condition of the returned device (dc handle distal block bond was noted to be broken). The reported gripper actuation and unintended movement were likely cascading effects of the observed distal block bond failure. A conclusive cause for the reported physical resistance could not be determined in this complaint. It is possible that tension on the internal components of the device likely resulted in this reported issue; however, this cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the broken dc handle distal block bond appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report clip actuation issue during preparation. It was reported that during preparation of the clip delivery system (cds), the cds failed to establish final arm angle (efaa) several times. Troubleshooting (lock-unlock, reopening of clip, grippers up-down) was not successful. The physician stated that the lock lever had more resistance than usual. Additionally, the grippers did not work properly and did not lift/lower completely. The device was not used and replaced with a new device. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.